Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer's blood glucose level was within range. Reportedly, the customer continued to use the pump for insulin therapy.